Manufacturer narrative:
Unit p-cap, reservoir locked properly in place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with blank display due to pushed in battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the customer fell and there was a crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.